Event description:
During the procedure, the sheath disconnected from the hub and was retained upon removal of the sheath.

Event description:
During a supraventricular tachycardia procedure, the sheath disconnected from the hub and was retained upon removal of the sheath. Weeks later, the patient returned, and the sheath was found retained in the patient.

Manufacturer narrative:
PMA/510(k) #: k894343.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported material separation could not be conclusively determined.